Manufacturer narrative:
(B)(4). Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
Customer reported that the tubing leaked at an unidentified connection site. The customer also reported that the "tubing in the module leaked" and said it was unclear as to whether the pump may have contributed to the leak as it was not leaking prior to the tubing being put into the module. No patient harm or medical intervention was reported. No further patient/event information was provided.